Manufacturer narrative:
The initial reporter's phone number:(B)(4). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) 113 reduced water temperature control. During the equipment test, the t4 temperature drops normally to around 4 to 6c. However, even when the mixing pump command is set to 100 percent, the water temperature does not increase. The mixing pump is currently not operating properly and needs to be replaced. Mixing pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, g, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 10mar2026, there was no patient involvement.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 10mar2026, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.